Event description:
Customer reported that the pump battery would not charge, and despite attempts to charge it using different outlets and adapters, the issue persisted with an unstable or unrecognized charging connection. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support resolved the issue by replacing the pump and instructed the customer to return the problematic device using a pre-paid label within ten days. Customer acknowledged the instructions for putting the pump into storage mode before returning it.